Manufacturer narrative:
G4: 23jan2020; b4: 03apr2021. Per customer, response to emote service engineer (rse), replacing the touchscreen corrected the problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 25nov2020.

Event description:
The customer reported that the touchscreen is faulty. The customer contacted product support and advised the customer they either replace the touchscreen or the v60 user interface assembly. The customer reported that the unit was in use on patient, but there was no patient harm reported.